Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. Reservoir fits properly into reservoir compartment.

Event description:
Customer reported via phone call that the reservoir compartment was broken down away down to the o-ring. Customer's blood glucose was unknown. Customer reported that due to the damage, the reservoir was not staying in place. Customer also reported that the display screen was hazy and difficult to read. Customer was advised that insulin pump would need to be replaced.